Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The device was being prepared and when the physician attempted to flush the catheter it was noticed that no flush went through the flush port. After further examination, a white dust was observed inside the flush port. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection and some sort of cloudiness or occlusion was observed inside the flush lumen. Flushing of the catheter through the irrigation line was initially unsuccessful. However, further analysis determined that the observed occlusion was likely dried saline, which should not have been present during preparation of the device. Based on testing of two returned devices with similar attributes, the observed material was found to be consistent with a uv acrylate adhesive. The no problem detected conclusion code was selected for the allegation of "foreign material present in device" based on the determination that the presence of adhesive between the flush tubing and heat shrink does not impact its functionality nor introduce any additional risk.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The device was being prepared and when the physician attempted to flush the catheter it was noticed that no flush went through the flush port. After further examination, a white dust was observed inside the flush port. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.